Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 290 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer reloaded the cartridge successfully an received an accurate fill estimate.